Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user / pt contacted lifescan (lfs) to report the one touch ultra meter was displaying the 'apply sample' icon after the blood sample was applied to the test strip. The sr medical surveillance specialist was able to classify the complaint based on the info provided. On (B) (6) 2010 at 6:30 pm, the pt obtained the 'apply sample' icon on the reported meter after applying the blood sample to the test strip; he did not obtain a blood glucose reading. After the use of the meter, the pt took 60 units lantus insulin. Fourteen hrs later, the pt claimed to have experienced the symptoms of sweating and disorientation. The pt did not seek any medical attention or treatment. Troubleshooting revealed the test strips were correct, and the test strips did not draw in the blood sample completely. The issue was not resolved. The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose level due to the meter/test strip issue. Therefore, this complaint is being reported.